Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "gray-colored plastic-like dirt was adhering to some tubes/caps."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "gray-colored plastic-like dirt was adhering to some tubes/caps."

Manufacturer narrative:
H6: investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed excessive ink on the tubes and shields. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.